Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited high defibrillation thresholds (dfts). The lead was extracted, with difficulty, and a new lead was implanted without difficulty. A high energy device was also implanted. To date, there have been no reported patient symptoms associated with this clinical observation.